Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck was 44 mm in length and between 22 and 20 mm in diameter. The right iliac artery measured 17mm in diameter and the left iliac artery measured 18mm to 16mm. It was reported that intra-operatively a distal type I endoleak was seen coming from the contralateral limb and the physician suspected a type IV endoleak as well. The physician elected to remodel the graft which significantly reduced the endoleak; however, it did not completely resolve. The patient will continue to be monitored by the physician. No clinical sequelae were reported. Please note that this model number (B)(4) is not approved in the united states; however, it is similar to the (B)(4) which is approved in the united states.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), (cause of endoleak is unknown).